Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Cement has been injected into patient.

Event description:
Review of literature found article reporting asymptomatic cement embolism in the right atrium after vertebroplasty using high-viscosity cement resulted in the need for medical intervention. Patient was prophylactically anticoagulated for probable emboli and repeat mrii revealed the size of the masses remained unchanged. Surgical intervention was not suggested and three months later, the patient remained uneventful and no further follow up was needed. Article title: literature article: asymptomatic cement embolism in the right atrium after vertebroplasty using high-viscosity cement: a case report (vinodhkumar pannirselvam, hwan tak hee) publication date aug 2014. N=1: pmma leak.